Manufacturer narrative:
No device was returned for evaluation, therefore only a device history review was performed. Device history records were reviewed no deviations or anomalies were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per available information there is no evidence of revision of the zimmer tmt designed controlled device. A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Manufacturer narrative:
Investigation in progress. Remains implanted.

Event description:
It was reported that the patient had an initial right knee arthroplasty in 1999. Subsequently, the (B)(6) is requesting a custom compress to zimmer hinge knee adapter for a revision on (B)(6) 2017 due to loosening. No further information has been provided. Revision is planned in late (B)(6).